Manufacturer narrative:
Device out of warranty; no manufacturers service requested. Unable to reach customer for further information.

Event description:
The customer reported when the ventilator was turned on, it went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore, there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer reported they would provide a po for field service. The customer did not call back as they indicated and were unable to be reached for followup information.